Event description:
The pt was hospitalized for elevated blood glucose levels, dka, and flu-like symptoms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt's father and confirmed as accurate. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no history from the time of the reported event was available due to continued use of the pump. A review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011; daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be damaged.